Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As there was no damage noted to the guide wire during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that a coagulation of blood and/or contrast on the guide wire resulted in the reported difficulty to position and the reported difficulty to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a mildly tortuous and mildly calcified lesion in the mid left anterior descending coronary artery. A bmw guide wire was advanced to the lesion. An unspecified balloon dilatation catheter (bdc) was then advanced and performed pre-dilatation without reported issue; however, resistance was met between the bdc and bmw guide wire during the bdc removal. An unspecified stent delivery system was then attempted to be advanced but could not cross due to resistance felt with the guide wire. The guide wire and sds were removed independently with resistance, and another unspecified guide wire was used to complete the procedure. There were no reported adverse patient effects, and there was no reported clinically significant delay in the procedure. No additional information was provided.